Event description:
A home pt contacted baxter's technical service center regarding a check lines and bags message that appeared on the display of the home pt's homechoice machine during her automated peritoneal dialysis therapy. Per initial report, the home pt had been connected during prime. Baxter's technical service center assisted the home pt in ending the therapy early. No pt injury or medical intervention was indicated at the time of the initial report.